Manufacturer narrative:
Clarification to d6a: partial date of 2008 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "possible ruptured implant".

Event description:
Patient reported "possible rupture implant" and "folds". This record is for the right side. Device remains implanted.